Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient did not open the patient line clamp when priming and ended up connecting to an unprimed line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
The customer contacted baxter global technical service regarding air in the patient line due to an incomplete prime (separate report) on the home choice device during the initial drain. The home patient connected to patient line and started therapy and stated that she never opened patient line clamps. This constitutes a failure to follow therapy steps. There was patient involvement but no injury or medical intervention was reported. No additional information is available.